Event description:
A customer contacted beckman coulter inc., (bec) regarding a higher than expected thyroglobulin (tg) result, within the normal reference range, generated by the access 2 immunoassay system for one patient. Subsequent testing produced a lower result below the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation, qc and system information have not been supplied. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.